Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported insulin flow block and reported a high blood glucose event. The high blood glucose event was treated using manual shots. Troubleshooting was partially performed and found that the pump was in use within 48 hours during the high blood glucose event. No harm requiring medical intervention was reported. The customer will continue to use the device and will be not returned for analysis.